Event description:
It was reported that during a open finger surgery at the time of placing the q-fix this did not activated inside the joint it remained inside the inserter. Smith and nephew back-up device (twinfix 2.8 mm) was used to complete the surgery in the same bone hole. No delay or other complications reported.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation shows the sutures have not been fully deployed. The shaft is slightly bent. Functional evaluation revealed the knob will rotate but the suture cannot be deployed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation was completed and concluded that since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) bent shaft. No containment or corrective actions are recommended at this time.¿

Manufacturer narrative:
H10. Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found incorrect bone hole preparation, improper depth insertion, and excessive force can result in device failure. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation was completed and concluded that since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery at the time of placing the q-fix this did not activated inside the joint it got remained inside the inserter. No delay or other complications reported. Smith and nephew back-up device (twinfix 2.8 mm) was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.